Event description:
It was reported that high lead impedance was observed due to a loose setscrew issue. The pocket was opened and the lead was reconnected; the impedance value was normal. The event was successfully fixed with revision. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.